Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor was extrinsically fractured from over-rotation at implant the distal conductor was extrinsically distorted from over-rotation at implant. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was received with the helix fully retracted. Distortion and fracture of the distal conductor were observed within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Analysis finding contributed to the complaints of helix extension and stylet insertion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the pacing lead exhibited high thresholds and the lead helix was difficult to be extended/retracted. The stylet was difficult to be inserted. The lead and the stylet was attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID mdt-stylet lot# serial# implanted: explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.